Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 441 mg/dl at the time of the incident. The customer¿s other blood glucose levels were 173 mg/dl and 86 mg/dl. When the customer tried to give insulin, they got a block. The customer stated that they kept getting insulin flow blocked alarms. The customer needed 27 u of insulin. The customer reported that the alarm did not occur during fill tubing. The customer informed that the event was resolved by infusion set change. The customer exchanged the insulin pump thrice, but experienced the same issue. The insulin pump will not be returned for analysis.